Manufacturer narrative:
(B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2009-01319, medwatch 2210968-2009-01315, medwatch 2210968-2009-01316, medwatch 2210968-2009-01317 and medwatch 2210968-2009-01318. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a breast surgery procedure on (B) (6) 2009. The nurse unlocked the locking plate of the reservoir and then found the locking plate was too tight to be re-locked. Another device was opened with no adverse patient consequences.